Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was further reported that the rv lead triggered an alert for low pacing impedance.

Event description:
It was reported that the right ventricular (rv) lead is experiencing higher impedance in unipolar than in bipolar and the threshold has been increasing. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.